Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3: one device was received for evaluation. Service history review identified no previous repairs. An accuracy test was performed. There was no device problem identified as the device passed accuracy test with a final result of 2.33% which is inside the +/-3% specific. No further actions were taken.

Event description:
It was reported that that the device was delivering incorrect volume in continuous mode and required calibration. There was unknown patient involvement, and unknown patient harm/adverse event reported.